Event description:
It was reported by the rep the device was used during a laparoscopic herniorrhaphy. It was reported the device malfunctioned. The surgeon claimed the eas jammed. Surgeon completed case with an "ems" stapler. There was no consequence to the pt.